Event description:
Philips received a complaint on the heartstart mrx indicating that the trunk cable is worn. There was patient involvement but no harm to patient. The customer worked with the remote service engineer (rse) and it was determined that this was a malfunction of the trunk cable. The customer has ordered a replacement trunk cable, which will be replaced by the customer to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : remote support provided.